Event description:
It was reported that the customer's insulin pump alarmed several times motor error during bolus. Troubleshooting was performed. The device was not exposed to an MRI. Assisted the caller to run the displacement and self test, and they passed. Advised that the customer should revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test, and the device was not able to prime during the prime test as a result of a loose drive support disk. The motor was tested outside the device and passed the motor test.